Event description:
It was reported that customer had high blood glucose. Customer stated that the insulin pump was not working right. Customer stated that his blood glucose was 466 mg/dl and he did correction on the insulin pump but he feels his blood glucose continues to get worst. Customer treated high blood glucose with the insulin pump customer stated he called and done troubleshooting but he continues to have the same issues. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.